Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their keypad on their insulin pump was malfunctioning. The customer states trying to conduct a bolus, but the buttons were unresponsive. The customer's blood glucose was unknown. The customer was advised to discontinue use of the pump, and that it would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.